Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 6mm fenestrated bipolar forceps instrument was used to hold the tissue by the attending resident. Then they realized the tissue was no longer holding by the instrument. The resident/attending then checked the instrument and noticed that the tip of the instrument was dislodged. The customer replaced with new instrument and completing case as planned. The procedure was completing as planned with no reported injury. Intuitive received the following additional information via follow up: the customer could not confirm that the reported instrument damage occurred outside of a procedure. There were no reports of fragments falling into the patient, nor post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 6mm fenestrated bipolar forceps (fbf) instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken molded insulator. The molded insulator was out from being attached to one of the instrument grips. The broken molded insulator had missing material approximately 0.046" x 0.320" in size that was not returned. The metal grip was not bent. The instrument passed the electrical continuity test.